Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were responsive and functional; the original complaint of the keypad buttons requiring multiple presses to elicit a response was not confirmed or duplicated. There was evidence of contamination found under all key contacts.